Manufacturer narrative:
The unit was received with blank display due to moisture damage lcd board. Unable to perform functional test due to blank display. Unable to verify excessive no delivery alarm, low reservoir alarm or low battery alarm due to blank display. Unit had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that a low battery alert was received less than 1 week after a new battery install. The customer's blood glucose reading was 95 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details.